Manufacturer narrative:
Additional information received on june 27, 2017 stating that the account cut the tip off the catheter after the procedure and will not be returning it. (B)(4),

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17642736l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: soundstar catheter, model #: unknown, lot #: unknown. Pentaray catheter, model #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a thrombosis requiring surgical intervention (endovascular thrombectomy). After mapping the right atrium and prior to transseptal puncture, a clot was detected at the inferior vena cava-right atrial (ivc-ra) junction via soundstar catheter. It was noted that the clot appeared to be around the catheter shafts of the thermocool smarttouch bidirectional sf catheter and the pentaray catheter that were in the ivc. Remainder of the procedure was aborted. Endovascular thrombectomy was performed with the assistance of an interventional radiologist. Patient was reported to be in stable condition. Patient required an overnight stay in the intensive care unit (ICU), therefore, likely required 1 additional day of hospitalization. Patient fully recovered with no residual effects. It was noted that the patient stopped eliquis 1 day pre-procedure. Physician¿s opinion regarding the cause of the adverse event is that it was related to a delay in heparin administration. Baseline activated clotting time (act) was 119 seconds. Prior to clot detection, heparin 12,000 units was administered. Post-heparin act was 248 seconds. At this point, the clot was discovered. No ablation had been performed. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment has been made to conservatively report this event under the thermocool smarttouch bidirectional sf catheter as the physician's opinion was that the cause of the adverse event was related to a delay in heparin administration.